Event description:
It was reported that after a routine infusion set change with teflon inset and 23-inch tubing, the user consumed a larger-than-usual lunch, experienced a rapid blood glucose rise to 400 mg/dl, disconnected the ilet, and received 12 units of fast-acting insulin from a school nurse; the event was categorized as hyperglycemia with cause unclear, with no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included the need for intervention with rapid-acting insulin and disruption of device use. Investigation included customer interview, review of reported blood glucose data, and user education and troubleshooting guidance offered. Investigation of this case revealed no device alarms or definitive device malfunction, and the cause could not be determined given concurrent factors such as recent set change, insulin on board, and a larger-than-usual meal. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.